Event description:
R.t. Attempted to ambu pt with peep valve on for transport to CT scan. After a couple of difficult breaths, pt would cough vigorously and turn dusky. Pt was put back on ventilator but lost b/p and became bradycardic. Code blue called. The nexy day again attempted to ambu pt and they would become dusky with immediate coughing. Anesthesia md called to evaluate problem and found peep valve to be defective.